Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a reduction in the intrinsic amplitudes. The patient went to the clinic to have the device checked. The clinic has now reprogrammed the sensing vector to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.